Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that the reservoir was reaching the end of its delivery. Customer's blood glucose level was 90 mg/dl. Customer stated that it was possible that she received the low reservoir warning and continued to pump. Customer also stated that she changed the entire set once the motor error occurred. Customer confirmed that there was enough insulin to continue delivery. Troubleshooting was performed, but customer was advised that the pump will need to be replaced and returned. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.